Event description:
Pt had a phoresis catheter - similar to a hickman but with a larger lumen - with a clave needleless connector as a cap. Cap came off and pt experienced significant blood loss. Was transfused with 3 units of prbc's and required a transfer to ICU.